Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the control unit was not functioning and was defective. It was further noted that the control unit had a defect and the housing was damaged. However, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was observed that the control unit on the small battery device was not functioning and defective. It was noted in the service order that the control unit on the device was defective and the housing was damaged. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.